Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The photos displayed a used slic with one large visible crack in the hub. The customer also returned one slic for evaluation. Visual examination confirmed the hub contained two large cracks. This damage is consistent with the luer being repeatedly tightened. The total length of the catheter body measured to be 8.46" which is within specifications of 7.75-8.75" per product drawing. The returned catheter was flushed using a water-filled lab inventory syringe. Water leaked from the cracked hub when flushed. The IFU provided with this kit warns the user, "connection between slic obturator and slic must be tightened securely and routinely examined to minimize the risk of disconnection and possible air embolism, hemorrhage or exsanguination." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. Based on the appearance of the damage observed, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the catheter cracked (where IV tubing attaches) causing blood and medications to back up and leak onto the bed. The catheter was removed. No patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter cracked (where IV tubing attaches) causing blood and medications to back up and leak onto the bed. The catheter was removed. No patient harm.